Manufacturer narrative:
The photo provided by the customer confirmed a separation from the vinyl tubing to the male luer. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked during an olara immunotherapy infusion. The primary tubing was infusing a maintenance fluid, and the olara was attached at the primary tubing y-site closest to the patient. The leak was between the olara tubing and the luer connector. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: ICU medical chemolock needlefree closed system connector, therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked during an olara immunotherapy infusion. The primary tubing was infusing a maintenance fluid, and the olara was attached at the primary tubing y-site closest to the patient. The leak was between the olara tubing and the luer connector. No patient harm was reported.